Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit was received inoperable due to the reported symptom of error 105, caused by a failed motor (flex). The failed motor assembly was replaced.

Event description:
It was reported that a device experienced a system error 105 alarm. It was also reported that there were no pt injuries.